Event description:
A 2.0 mm x 20 mm sprinter otw dilatation balloon catheter was inserted in a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the delivery system was advanced to the intended lesion site and upon initiation the balloon ruptured at an unknown pressure. The physician stated that he had difficulty removing the delivery system from the patient. The wire and the sheath had to be removed with the delivery system due to a ball of balloon material lodged in the proximal sheath. No clinical sequelae were reported and the patient is reported to be doing well. Medtronic has received the device and its analysis has been completed. The distal tip and balloon were detached from the device; they were bunched. The inner shaft of the device was severely stretched and was necked onto the guidewire. The proximal balloon cone and balloon bond were still present at the break point on the outer shaft. The distal inner section of the device was stretched and necked onto the guidewire and it measures 38.5cm for the position of the proximal balloon cone on the outer shaft. Based on the jagged nature of the proximal and distal ends of the balloon material, with the inner shaft being severely stretched indicating that the device was pulled at force when the removal difficulties were encountered.